Manufacturer narrative:
Corrected data: h3; other (code unspecified, describe in h10) (81) was listed in error on the initial report and h6; type of investigation code ¿4114¿ was inadvertently omitted from the initial report. H10: per the information obtained from the customer, it is uncertain if reprocessing steps were deviated via the instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer reported they were able to remove the seed from the scope. In regards to the device reprocessing; there was no delay in the start of precleaning, there were no abnormalities in the accessories used for reprocessing, there were no other concerns about the reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a seed stuck in the tip of the scope. The issue was found during preparation for use. There were no reports of patient harm.